Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found the cells had a residue on the surface and there was white powder on some nozzles and on the ultrasonic mixers. He ran a mechanism check, checked the wash levels, and cleaned the nozzles. He found a drip coming from one of the rinse position nozzles. He found a split in the aspiration tubing for this nozzle and he repaired it and changed the cells. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable calcium result from the cobas 6000 c501 module. The initial result was 1.64 mmol/l. The sample was repeated on (B)(6) 2024 using a different analyzer and the result was 2.36 mmol/l.